Event description:
It was reported that during an array procedure while the ensite catheter was running in the aorta, the patient first experienced a pressure drop then an electromechanical disassociation and then expired. The array catheter was discarded at the hospital, and the lot number is unknown.

Manufacturer narrative:
The device was not returned for evaluation and review of the device history record was not possible, as the lot number is unknown. The cause for the reported pressure drop, electromechanical disassociation and subsequent death remain unknown.